Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported blank display. The blood glucose value during the time of event was 286 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned device for an alleged blank display and unexpected error found on september 03, 2022. The device powered up properly after battery installation. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The device was monitored for several days and no blank display and unexpected error noted. Successfully downloaded history files and traces using thus. Device error 53 was recorded and found in the formatted history file on the event date: september 03, 2022 at 10:29:21.000. Device error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, failed batt/battery failed alarm was recorded and found in the formatted history file on: september 03, 2022 10:28:57.000, september 03, 2022 10:29:24.000, september 03, 2022 10:34:13.000, september 03, 2022 10:34:30.000, september 03, 2022 10:44:00.000. Upon checking on the power data/detail trace file, failed batt/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electric board. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a scratched case and a end cap address label missing. Blank display was not confirmed. However, device error 53 alarm was confirmed according on the formatted history file for the event date. Device error 53 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.